Manufacturer narrative:
The pod data showed no errors that would indicate any issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined. It cannot be conclusively determined that the soft cannula damage contributed to the reported leaking during wear event. Therefore, the cause of the reported leaking during wear event could not be determined. The top housing was observed to be cracked. No internal component damage or fluid ingress was observed. The exact time and cause of the top housing damage could not be determined. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: up1a.231005.007.s911u1ues5cxjx hardware: sm-s911u1 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of leaking during wear at the infusion site (arm). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment a new pod was applied.